Event description:
It was reported that the patient was having difficulty charging ipg. No device malfunction suspected. The patient underwent an ipg replacement procure wherein an MRI capable ipg was implanted, and patient was doing well postoperatively. The explanted ipg was not returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.